Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 5 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: investigation results - the prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and neither radiographs, photographs or operative notes were provided.

Manufacturer narrative:
The following sections have corrected information: (b5) per legal notification, the patient was required to undergo revision surgery due to severe, pain, swelling, and instability due to wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries. The patient's previous anterior midline incision was utilized. Medial arthrotomy quad split was performed. Cultures were sent and returned as negative for acute inflammation. The knee was the assessed for varus valgus stability and was noted to have slight mismatch. The femoral and tibial components appeared to be stable. The poly insert was removed. The poly insert was an 11 mm poly. There was clear evidence of oxidation on the poly. Following balancing the knee, the knee was once again trialed and was determined that a 12 mm insert was appropriate with regard to varus and valgus stability in both flexion and extension. Attention was turned toward closure. The final 12 mm cruciate retaining constrained liner from exactech was then secured in place. The knee was once again assessed for stability and range of motion and was determined to be satisfactory. The patella tracked midline. Attention was then turned toward closure.

Event description:
Per legal notification, the patient was required to undergo revision surgery due to severe, pain, swelling, and instability due to wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries. The patient's previous anterior midline incision was utilized. Medial arthrotomy quad split was performed. Cultures were sent and returned as negative for acute inflammation. The knee was the assessed for varus valgus stability and was noted to have slight mismatch. The femoral and tibial components appeared to be stable. The poly insert was removed. The poly insert was an 11 mm poly. There was clear evidence of oxidation on the poly. Following balancing the knee, the knee was once again trailed and was determined that a 12 mm insert was appropriate with regard to varus and valgus stability in both flexion and extension. Attention was turned toward closure. The final 12 mm cruciate retaining constrained liner from exactech was then secured in place. The knee was once again assessed for stability and range of motion and was determined to be satisfactory. The patella tracked midline. Attention was then turned toward closure.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D4: corrected. D10: concomitant devices. (B)(6) 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. G4: corrected.